Manufacturer narrative:
Customer reported being unable to launch uploader. "Complaint summary: customer reported being unable to launch uploader. Investigation/testing summary: upon receiving the customer's report of encountering an 'error 1c', we requested the helpline to convey to the customer that the carelink uploader should be initiated from the carelink website using the ""upload"" button, rather than directly launching the application's exe file. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification in ""sw requirement doc"" listed below. (Most likely) root cause: the most probable root cause can be attributed to the user's lack of familiarity with the upload process, leading them to attempt launching the uploader directly instead of using the carelink website. Analysis summary: the user lacked familiarity with the upload process and tried to launch the uploader directly instead of using the carelink website. The helpline has reported that the issue has been resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation/testing summary: upon receiving the customer's report of encountering an 'error 1c', we requested the helpline to convey to the customer that the carelink uploader should be initiated from the carelink website using the ""upload"" button, rather than directly launching the application's exe file. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification in ""sw requirement doc"" listed below. (Most likely) root cause: the most probable root cause can be attributed to the user's lack of familiarity with the upload process, leading them to attempt launching the uploader directly instead of using the carelink website. Analysis summary: the user lacked familiarity with the upload process and tried to launch the uploader directly instead of using the carelink website. The helpline has reported that the issue has been resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the carelink device had an issue in communication as the customer was unable to send the data to carelink. No harm requiring medical intervention was reported. The troubleshooting based on general documentation was performed during the call. The carelink device will not be returned for the analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.